Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During the initial implant procedure while the physician was maneuvering the catheter into the coronary sinus, the catheter caused a small coronary dissection. The coronary dissection resulted in a small non-hemodynamically relevant pericardial effusion. The patient remained stable, and no intervention was required to address the effusion. The implant procedure was then completed without any further complications. After the procedure was completed and while the patient was being moved from the operating table, the patient experienced a pulseless tachycardia. Cardiopulmonary resuscitation was administered, however, the patient later passed away. Although the direct cause of death remains unknown at this time, the physician noted that the reported pericardial effusion did not cause or contribute to the patient's death. In addition, the physician did not allege any malfunction against the abbott device and did not believe any abbott products or the procedure caused or contributed to the patient's death in any way.